Event description:
It was reported that at the end of a shoulder arthroscopy procedure the arthroscopic burr fell apart. Nothing remained in the patient and no patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device packaging was not saved either so information such as item number, lot number, manufacture date, and expiration date are all unknown. Since the device was not returned for an evaluation a root cause could not be determined. However, prior to release, 100% of all arthroscopic devices are function tested. Sss's instructions for use states, "careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The reported event is not occurring more frequently or with greater severity than is usual for the device.